Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the or and, upon examination, wires from the stimulation lead were exposed from the sheath. Physician suspected this was the likely cause of the pain. Physician removed the stimulation lead and ipg, placed a new stimulation lead and a new ipg in the pockets, and closed both incisions.